Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer reported that insulin pump was dropped often. Customer's blood glucose was low and customer treated with a lot of food. Customer's blood glucose was then 491 mg/dl, which was treated with a bolus from an old insulin pump. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the displacement, self-test, a21 error test, rewind, basic occlusion, occlusion, prime and no delivery test due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratched and cracked display window.